Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during an aortic valve and arch replacement, the patient developed complete heart block. A temporary pacing lead was implanted and functioned well. Two days post-implant, due to lack of stimulation by the external pacemaker, the patient experienced cardiac arrest and received CPR for 45 minutes with external shocks and implantation of a left ventricular support pump. On the 6th day post-op, a permanent pacemaker was implanted. Part of the temporary pacing lead remained embedded in the heart tissue. No further patient complications have been reported as a result of this event.